Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. No DHR review can be carried out as lot number is unknown. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It has been reported that one bd autoshield¿ duo safety pen needle has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: when the patient tried to inject, drug didn't come out.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd autoshield¿ duo safety pen needle has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: when the patient tried to inject, drug didn't come out.